Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving an morphine sulfate (concentration 25mg/ml dose 14.3mg/day) via an implantable pump. The indication for use was spinal pain. An underinfusion was reported; the manufacturing representative was told by the health care professional that they had done a refill on the patient's pump on (B)(6) 2015, the expected residual volume was 3.5ml and the actual residual volume was 9.5ml. The patient had continued back pain and no new symptoms. The health care professional was considering doing a dye study. The health care professional later indicated that the patient medical history included : allergic flexeril. A dye study was done on (B)(6) 2015 and the tubing appeared clean. The pump appeared functional so did the catheter. The rate was increased and they were to re-evaluate the volume discrepancy at the next refill. The patient's medical note from a visit on (B)(6) 2015 indicated that the patient had the pump and catheter replaced within the last year. The patient noted decreased efficacy and his residual volume had been 5-6cc higher than anticipated. The patient's blood pressure was 132/56, heart rate was 61. Under fluoroscopy, the side port was visualized and marked. Using a 25g side port access kit non-boring needle, the side port was accessed with fluoroscopic confirmation. Aspiration returned 1.5cc of clear colorless fluid. 3cc of omniqaue was then injected and the catheter was traced under fluoro from the pump to the thoracic spine. The tip was approximately at t8. There was a myelogram contrast pattern consistent with intrathecal injection. The catheter was traced again on the cross table and oblique views, no kinks were noted, no dye extravasation was noted. The pump was reprogrammed with a single bolus to refill the catheter. The morphine rate was increased from 14.31mg/day to 18mg/day. The low reservoir alarm date was set at (B)(6) 2015

Event description:
Information was later received from the manufacturing representative (rep) regarding the patient receiving morphine (concentration 25mg/ml, dose 17mg/day). It was reported that underinfusion occurred, it was noted that they continue to remove more medication than expected at each refill despite replacing the catheter. They were expecting 1, 2, or 3ml and they pulled back 9, 10 or 11ml. Also reported as expected volume ~1-3mls, actual volume ~10. The past two refills they were expecting 3 and got 9, expecting 3 and got 11 back. There were no symptoms reported. The rep was not sure if things had improved since the dye study and catheter revision

Event description:
Additional information was received from a device manufacturer representative (rep). It was reported that the patient continued to have volume discrepancies at their refill. The expected and residual volumes recovered from the pump at the appointment on (B)(6) 2016 were unknown. A rotor study was performed to confirm the rotor was moving and it was verified that the rotors were working. It was noted that the patient has had a dye study, a rotor study, and the patient was being monitored closely by the physician and staff. The cause of the volume discrepancies remained unknown.

Event description:
On (B)(6) 2015, information received from the healthcare provider (hcp) reported that the patient had been receiving morphine sulfate (25 mg/ml) at 18 mg/day since the last refill on (B)(6) 2015. Concomitant medications included morphine sulfate immediate release (msir) 15 mg as needed, modafinil, and robaxin. Troubleshooting included the previously reported catheter dye study. No actions/interventions were performed, once it appeared it was functioning appropriately, the rate was increased as previously reported. The cause of the previously reported volume discrepancy remained unclear, and the patient was to be re-evaluated with their next refill in late (B)(6) 2015; alarm date (B)(6) 2015.